Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble and noticed by customer during filling reservoir. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was half inch. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. The reservoir will not be returned for analysis.